Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for cracked/ discolored sleeve with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of cracked/ discolored sleeve was not observed. Bd determined the root cause was attributed to the assembly process. It is not a functional defect; it is a cosmetic defect. The sleeve does not tear, it still functions as it is designed to. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h10.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set failed to contain blood/medication. The following information was provided by the initial reporter: "the black plastic covering for the needle that goes into blood tube is cracked, and is discolored white. Questionable if ok to use, and if small pieces of the rubber covering will go into blood tube on collection. Did not use on patient, found in stock room. Not sure if previous lots were used."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set failed to contain blood/medication. The following information was provided by the initial reporter: "the black plastic covering for the needle that goes into blood tube is cracked, and is discolored white. Questionable if ok to use, and if small pieces of the rubber covering will go into blood tube on collection. Did not use on patient, found in stock room. Not sure if previous lots were used."